Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/20/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display was gradually changing color over the past few weeks prior to contacting animas and was getting difficult to read. The reporter stated the blood glucose readings were "good." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.